Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/pelvic area pain") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a 28-year-old female patient who had essure (batch no. 6466531) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2013. The patient's past medical history included stress, urinary urgency, urinary incontinence, menometrorrhagia and device occlusion. Previously administered products included for an unreported indication: ditropan and oxybutynin. Concurrent conditions included uterine bleeding, abdominal pain, vaginal bleeding, bleeding intermenstrual, uterine prolapse, muscle cramps, dysfunctional uterine bleeding, migraine and headache. Concomitant products included oxybutynin and oxybutynin (ditropan). On (B)(6) the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches more frequent"). In 2010, the patient experienced dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/spotting") and dysuria ("whole day without urinating and then when I would go, it would hurt"). On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("prolonged and excessive bleeding periods/menorrhagia/abnormal bleeding(menorrhagia)") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes)/robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, vaginal haemorrhage, dysuria and abdominal pain lower had resolved and the pregnancy with contraceptive device, migraine, headache and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, dysuria, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Essure device placed bilaterally 3 coil visible on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 24-sep-2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-jun-2018: pfs and medical record received. Reporter's information were updated. Events added: abnormal bleeding (vaginal, menorrhagia), migraines /headaches, lower abdomen pain, dysuria, abdominal pain.outcome of following events were updated from unknown to recovered/resolved: pain, abnormal bleeding, dyspareunia, bladder/urinary problems. Concomitant drug, concomitant diseases and lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a 28-year-old female patient who had essure (batch no. 6466531) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2013. The patient's past medical history included stress, urinary urgency, urinary incontinence, menometrorrhagia and device occlusion. Previously administered products included for an unreported indication: ditropan and oxybutynin. Concurrent conditions included uterine bleeding, abdominal pain, vaginal bleeding, bleeding intermenstrual, uterine prolapse, muscle cramps and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged and excessive bleeding periods") and dyspareunia ("dyspareunia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, menorrhagia and dyspareunia outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Essure device placed bilaterally 3 coil visible on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet and medical record received: reporters, historical conditions and drug, concomitant disease, essure lot number 6466531 and event (dyspareunia (painful sexual intercourse) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/pelvic area pain") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a 28-year-old female patient who had essure (batch no. 6466531- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2013. The patient's past medical history included stress, urinary urgency, urinary incontinence, menometrorrhagia and device occlusion. Previously administered products included for an unreported indication: ditropan and oxybutynin. Concurrent conditions included uterine bleeding, abdominal pain, vaginal bleeding, bleeding intermenstrual, uterine prolapse, muscle cramps, dysfunctional uterine bleeding, migraine and headache. Concomitant products included oxybutynin and oxybutynin (ditropan). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches more frequent"). In 2010, the patient experienced dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/spotting") and dysuria ("whole day without urinating and then when I would go, it would hurt"). On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("prolonged and excessive bleeding periods/menorrhagia/abnormal bleeding(menorrhagia)") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes)/robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, vaginal haemorrhage, dysuria and abdominal pain lower had resolved and the pregnancy with contraceptive device, migraine, headache and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, dysuria, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Essure device placed bilaterally 3 coil visible on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2013. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("prolonged and excessive bleeding periods"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device and menorrhagia outcome was unknown. The pregnancy outcome was not reported. (B)(4). If additional information becomes available it will be provided on a supplemental report.